Manufacturer narrative:
Final analysis notes the events of no magnet response and inability to program were confirmed. The device was received with not telemetry and no output. Device was cut open to find high current drain and battery at normal levels. Further analysis isolated the high current to the hybrid. Additional testing of the hybrid showed that cause for high current drain was consistent with an integrated circuit failure.

Manufacturer narrative:
Correction: section b3 - event date should have been "apr 16, 2025" instead of "apr 1, 2025".

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the implantable cardioverter defibrillator (ICD) was not programmable even after a program-controlled probe was placed on the device, a connection with the ICD could not be established. The ICD was not used. The patient was stable.